Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus was broken. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the scope was given to the staff with a repair tag that stated, ¿broken scope, send out.¿ it was inspected prior to the procedure, and another scope was readily available for use. There was no patient involvement. That is all the information that can be provided regarding this scope.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The unit was analyzed and placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. When failure analysis removed buttons and placed gold buttons it was working properly in qap (quality assurance plan). The endoscope failed the button functionality test due to all. Additional observation not reported by site unrelated to the customer-reported event was the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion the spring fingers. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) was found on the bezel of the button pack assembly. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone c near the endoscope housing. The complaint was confirmed by failure analysis. The probable root cause of the discoloration and corrosion may be attributed to material degradation from improper reprocessing. The probable root cause of the binding observed is attributed to increased friction in the aea shaft bearing. The probable root cause of the damage at the distal end and button pack assembly is attributed to inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The probable root cause of the failed functional testing and transmittance is attributed to the measured output power not meeting specification limits. The electrical issue is related to a possible wpb defect in the electronics of the endoscope. The probable root cause of the minor cuts to the insulation is attributed to improper handling of the cable during use or in reprocessing.

Event description:
Refer to h11 for follow-up information.